Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose, which resulted in losing consciousness. The customer stated that she was having chest pains and a health care professional advised her to go to the hospital for treatment. Troubleshooting was performed. The programming in the insulin pump and daily totals were correct. Ran a displacement test and passed. The alarm history revealed several alarms. The bolus history showed that the customer did not deliver any bolus the day before the event. No further information was provided.